Manufacturer narrative:
(B)(4). The device was received for analysis. Kinks were visible along the hypotube. There was no detachment of material on the device. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 3rd, 4th, 5th, and 6th distal stent wraps with struts raised. There was deformation to the distal tip. Kinks were visible on the distal shaft 19.1cm and 19.7cm distal to the guidewire entry port. One photograph was received from the account, showing what appears to be the resolute onyx 2.5 x 18mm stent. Stent deformation is evident to one of the distal stent wraps, with a strut(s) raised. Images received capture the deployment of a stents in the left and right coronary arteries. Both the right and left vessels are tortuous with tight lesions visible. A previously deployed stent is visible in the proximal rca with the lesion site in the mid to distal section of the vessel. The lesion is pre-dilated and a stent successfully deployed at the site. Two stents are deployed to the lesion sites in the left coronary vessels. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute onyx device.

Event description:
The physician was attempting to use an resolute onyx drug eluting stent during a procedure to treat an unknown lesion with marginal calcification with a angle of 45°. The lesion was not pre-dilated. No damage was noted to the packaging. No issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. Resistance was encountered when advancing the device, but excessive force was not used. The device did pass through a previously deployed stent. It is reported that stent deformation occurred in vivo during positioning. When using a buddy wire technique with two wires, a device component (in the middle of the stent) detached during delivery through the vessel. All of the stent was successfully removed from the patient by the physician pulling out the stent slowly. The resolute onyx was not inflated. A non-mdt 2.5x18mm stent was used to complete the procedure. No patient injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.